Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer had changed the infusion set 2 hours before the low incident. The customer was at 243 mg/dl at the time of the call. The customer has been in and out of hospital since the low incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed. Pump was received with broken battery cap, missing battery cap o-ring, broken battery tube threads, corroded battery tube, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.